Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate pain relief in his lower back and has underwent lumbar infiltration and morphine treatments. No further information was able to be obtained.